Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the device was contaminated, the upper case was contaminated and broken, the lower case was broken and contaminated, two side bail covers were broken, the battery contacts were compressed, the battery drawer was contaminated, the keyboard pad was scratched, the display was contaminated, the main printed circuit board was contaminated and the heart lead flex was contaminated.

Manufacturer narrative:
Device was previously returned, analyzed and reported. It was returned to the customer unrepaired. The device has now been returned again as a trade-in device (no complaint) for an upgrade and will be scrapped in-house as per policy.

Event description:
It was reported that the external pulse generator (epg) did not power up. It was also reported the device won't complete power up sequence. Only lights on top light up; no lcd (liquid crystal display) lights or writing.the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the external pulse generator was subsequently re-returned as a trade-in device for exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.